Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable crep2 creatinine plus ver.2 result for 1 patient sample tested on a cobas 8000 c702 module. The initial crep2 result was 202 umol/l and was released outside of the laboratory but was not believed by the physician. On (B)(6) 2018, the patient sample was tested on two systems with crep2 results 73 umol/l and 72 umol/l. A new sample was collected from the patient and a crep2 result of 67 umol/l was obtained. There was no allegation of an adverse event. The crep2 reagent lot was 333624 with an expiration date of jan-2019. The investigation is currently ongoing.

Manufacturer narrative:
The calibration data and qc data were within acceptable range. The issue has not recurred. With the data provided, the investigation did not identify a product problem. The cause of the event could not be determined.